Manufacturer narrative:
Investigation completed on a smiths medical syringe infusion pumps/medfusion 4000 pumps complaint of will not flash during power up was confirmed during testing of powering device. It is believed to be multiple components of why this occurred. Main pc board, and interconnect board, which fluid entered barrel clamp assembly and damaged boards. Action was taken to replace the pc and interconnect board. Deice then passed all testing.

Event description:
Information received a smiths medical syringe infusion pumps/medfusion 4000 won't flash on power up. This occurred during testing and no patient involvement.